Event description:
It is reported that grease leaked from a bearing on a roller pump. The roller pump is part of a demonstration unit. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Eval in progress, but not yet concluded.